Event description:
Baxter (B)(6) reported a flogard infusion pump with a damaged battery. This condition occurred upon power up in the "medicine b area". There was no report of patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was confirmed during device evaluation. The root cause was determined to be a defective battery. The battery was replaced to correct the reported condition.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.